Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. The investigation of this complaint determined that the coating concentration met process specification. Based on the results obtained during the investigation and the information available at this time, non-device related factors may have contributed to the reported event. The failure will be handled through a designated maquet cardiopulmonary track and trending process. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).